Event description:
During treatment of a total occlusion in the rca a perforation had occurred. The pk papyrus covered stent system was selected for treatment of the perforation, but the stent dislodged from the delivery balloon and was retrieved. Another pk papyrus was used but also dislodged and was retrieved (reported separately), and a third pk papyrus was also dislodged but could still be implanted at the intended position (reported separately).

Manufacturer narrative:
The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows a long complex procedure during which multiple accessories are used and maneuvers are performed that may have contributed to the complaint events (i.e. Use of more than one guidewire inside the guiding catheter, use of an anchoring balloon, guiding catheter and guidewire not being coaxially aligned). However, the actual complaint events are not visible. The angiographic material does therefore not contain further information with regards to the final root cause of the complaints. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.